Event description:
Tip broke off, fell inside pt during a posterior cervical laminectomy. Tip was recovered, no pt injury. The reporter was unable to confirm if a confirmation x-ray was obtained.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.